Manufacturer narrative:
The system was examined and the reported event was replicated. Ultrasound (u/s) controller printed circuit board (pcb) was replaced to address the issue. Additionally, the company representative noted the phaco handpiece were wet upon inspection. The system was tested and found to meet product specifications. The product met specifications at the time of release. For the consumable products, as the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The cause of the reported event can be attributed to the non-conforming u/s controller pcba. However, how that u/s controller pcba became non-conforming remains inconclusive. For the consumable products, the root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Evaluation summary. A visual assessment of the returned us controller printed circuit board assembly (pcba) did not reveal any non-conformity. The returned us controller pcba was installed to a calibrated system. The system was turned and allowed to boot. The system successfully booted. The returned us controller pcba was functionally tested and passed test. Functional testing on the returned us controller pcba could not replicate the reported non-conformity. Testing results showed that the returned us controller pcba functioned to specifications. The returned us controller pcba was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported an ultrasounds issue during surgery. The handpieces were found wet. No system message was displayed and no patient harm was reported. Additional information has been requested but not received to date.